Event description:
A process disposable was reported to have leaked blood into a centrifuge. The user reported that there was blood present in the centrifuge approximately 8 minutes into the process. The product was returned and subsequent investigation revealed a crack approximately 1.5 cm long in the plasma chamber of the device adjacent to the blood tube and approximately 40 cc of the original 60 cc blood remaining in the device. The device was run in a centrifuge and the leakage was confirmed. Microscopic examination did not reveal any defects in the device which would have led to the failure. Due to the fact that the crack is in an area likely to be misused as a supporting surface, it is likely that through mishandling, the surface of the devices was damaged which eventually led to the crack during centrifugation. A failure of this type has never been reported before, however, the co will continue to monitor field events, trend failures, and take action as appropriate. The blood which was spilled was contained within the sealed centrifuge chamber and would not result in injury to the patient and user. This incident did not result in an exposure as defined by osha.